Event description:
During a cataract extraction procedure, this phacoemulsification handpiece could not be calibrated. Had to sterilize a backup handpiece andrestart the case. The procedure was delayed alpprox 30 minutes.